Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient orders failed to appear in the "due now" section. The technical support specialist (tss) had verified the order was crossing successfully, emailed the user for confirmation and monitored the case for two days. No critical notices were found on the health sight viewer and all carefusion care coordination engine messages were current. The tss found that the standard repeat pattern was not assigned, shared the findings via email, and closed the case after the customer¿s confirmation. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patient orders were failed to appear in the "due now" section. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.